Event description:
It was reported an alarm was heard while the patient was playing volleyball. It was also reported the high voltage lead impedance was high. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.